Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the device still turns on when plugged into a power source. The customer's blood glucose level was not impacted. It was indicated that the customer would continue to use the pump until the replacement arrives and also has manual injections available for alternate insulin therapy.